Event description:
Information was received from a consumer regarding a patient receiving intrathecal fentanyl via an implanted pump for non-malignant pain. It was reported that the patient had been having a lot of problems with their controller not delivering the bolus. It was reported it was taking longer and longer to deliver a bolus, up to seven minutes, and it took a long time to go through. The patient mentioned they had bolus equipment for eight years and never had an issue but were now having issues with the new equipment. It was noted that the patient came in every 30 days for a refill, and normally when they went in for the refill it would fix itself, but it was not fixing itself and it seemed like it was building up in the controller. It was noted that the screen gets frozen and they see 'do you want to close app or wait' so they tap wait. The patient tried to cancel boluses midway before but now they could not do that due to lag. When the agent asked for the event date, the patient stated 'this pump was replaced in january or february of this year. They gave me a whole new set up.' It was reported the personal therapy manager (ptm) was slower to respond as they got closer to needing a refill, and mentioned 'normally it would fix itself, but basically since I got it, but it's been worse.' The patient reported that it was almost two months ago and they were told by the company representative (rep) that the issue would have to be resolved while in-person as the equipment would need to be reset. It was reported the patient called medtronic and spoke to a representative who told them to call patient services. The patient called patient services who told them they must reset things, so now they were at the doctor¿s office to do so. The patient was having a pump refill and having their first change in a long time. While on the call, the patient had already started connecting to the pump 'about 10 minutes ago' but the handset was stuck on the retrieving pump settings screen. The patient was with the pump nurse who had further questions about the lag time. It was further reported the handset was displaying a message saying that the myptm app wasn't responding. There was no service code appearing. It was noted the handset was lagging at 90% when bolusing. The agent reviewed data and assisted the patient through deleting the data. The patient was able to connect to the pump without any lag. The patient noted during the call that they just had a refill done at the hcp's office and that changes were made to the programming. They would be going back to the hcp in 30 days for their next refill.

Manufacturer narrative:
Continuation of d10: product ID a820 serial# unknown product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.